Manufacturer narrative:
The ventilator is not designed to alarm for a disc/sense condition when the circuit is disconnected down stream from the pt circuit wye. According to the ltv operators manual, the disc/sense alarm detects when the pt circuit wye "sense lines" are not connected to the ventilator. It is not designed to detect a "pt disconnect" condition. As long as down stream flow is detected through the pt circuit wye, no disc/sense alarm condition will be issued. To detect when a pt disconnect condition has occurred, it is recommended that the low min volume alarm be used. This alarm detects the absence of the minimum required exhaled volume returning back from the pt. The lot min volume alarm setting was designed to determine whether the pt is actually receiving the delivered ventilation. The low min volume was not set on the pt's ventilator.

Event description:
It was reported that when the pt was found disconnected several times, the ventilator did not alarm disconnect or low pressure. No reported harm to the pt. When the ventilator was removed from the pt and was tested by the customer (B) (6), the ventilator alarmed okay for low pressure.